Event description:
Reportedly, the pt got a cysticus-insufficiency, which was balanced through an ercp and a stunt isole support. This was done postoperative. The instrument formed only particular clips correctly. Procedure type: cholecystectomy.